Manufacturer narrative:
A hardware analysis was performed on the returned instrument. As reported, the tip of the probe was slightly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the tip of the probe was bent. Another probe was used to resolve the issue. There was no patient harm and the procedure was not delayed.